Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the patient's implantable neurostimulator (ins) was overdischarged and the patient did not use stimulation for approximately 6 months. Once she had needed to use it again, a physician mode recharge (pmr) was performed. After the battery was reset, the impedance checks indicated all electrodes on both leads had high impedances. The patient was able to charge the system, but still did not feel stimulation. There were no environmental/external/patient factors that may have led or contributed to the issue; it was noted that the patient did not recall any reason that would fracture the leads. It was also reported that the battery was not able to keep a charge past a day, even with the system off. Interventions/actions taken to resolve the issue included a surgical consult with the healthcare professional for replacement; system explant was planned, but not yet scheduled. The issue was not resolved at the initial time of report, and the patient's status was alive with no injury. The manufacturer representative planned to follow up with the healthcare professional in one month. Additional information received from the manufacturer representative on 22-jul-2016 reported that the patient received a full system replacement. It was also reported that the patient had coverage in all of her painful areas. The patient's indications for use included chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.